Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that for the involved nanotack tt anchor, while tensioning the anchor using the new curved pivot knot pusher, the tape ripped at the point where it interfaces with the anchor. After these failures, the surgeon made the decision to abandon the labral repair and instead debride and remove the patient¿s labrum.